Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, pentax medical was made aware of a report stating "the elevator mechanism of video duodenoscope model ed-3470tk/serial (B)(4) did not pass the 3m clean-trace surface test."

Manufacturer narrative:
(B)(4).

Event description:
The duodenoscope was sent to pentax for evaluation. The pentax service inspectional findings included the following: right/left angulation knob play. Up/down angulation knob play. Information from the user stated the 3m¿ clean-trace¿ surface test is used to test duodenoscopes and ultrasound scopes after each procedure. The facility first implemented the 3m¿ clean-trace¿ surface test in (B)(6) 2015, and since then, this is the first endoscope which did not pass the test. According to the facility, the test was performed 3 times on the elevator with unacceptable results. After the duodenoscope failed the test, it was reprocessed in the medivator cer2 disinfector and sent to pentax for service, eliminating any potential for further use on patients. The user described their cleaning and reprocessing technique followed for duodenoscopes and ultrasound scopes as follows: the endoscope is leak tested. The endoscope is cleaned with metrizyme using a endozyme sponge by (B)(6). The channels are brushed with us endoscopy brushes (disposable) and the elevator is cleaned using the pentax model cs-c9s brush. Using medivators scope buddy and pentax air/water and suction valve hook ups, the endoscope is processed with metrizyme per scope buddy instructions. The endoscope is then processed and flushed with water also using the scope buddy. The elevator channel is tested with the 3m¿ clean-trace¿ surface test. For endoscopes that pass the 3m¿ clean-trace¿ surface test, the endoscope is then processed on the cer2 medivator with rapicide, followed with alcohol flush followed by air flush. The eto cap is used to release any air pressure in the endoscope, the electrical cap is removed and the endoscope is wiped with alcohol and hung in a ventilated cabinet. Each cer2 medivator is checked for potency after each processing and a monitoring log is kept. A device history review was performed on (B)(6) 2016 confirming the duodenoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The cause of the failed 3m¿ clean-trace¿ surface test is unknown. Repairs were performed on the duodenoscope, which included replacement of the following components: distal case/cap. O-ring. Bending rubber. Operation channel. Air/water tube. Insulation ring assy. Biopsy inlet t-piece. The device was returned to the customer on (B)(6) 2015. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on 03/09/2017 and considers this medwatch report closed.